Manufacturer narrative:
Ous MDR. The analysis of the lead found a fraying of the outer insulation. This damage manifestation must most likely be regarded as the cause for the clinical complaint. The fraying of the outer insulation requires excessive mechanical stress of the lead. The position and characteristics of the fraying lead to assumption of a simultaneous occurrence of strong pressure of the lead onto the ICD housing and excessive friction of the lead at the ICD housing, x-ray images or diagnostic images of any other kind, which could provide information on the positional relationships of the implanted system in the body, were not available for analysis. The cuts in the outer insulation probably stem from the explantation procedure. The analysis of the ICD did not find any indications of a device dysfunction. The ICD was fully functional and within specifications both in regard to the connection system and the electronics. In particular, the signal perception proved to be normal. The analysis was unable to detect any manufacturing errors or material defects.

Event description:
Ous MDR. Sensing disturbances with inadequate shock delivery were reported after an implantation time of about 6 months. The ICD and the lead were explanted. System removed: linox s 65, MDR 1028232-2008-01246.